Event description:
The manufacturer received information that an end user was asking if there was any documentation of testing with the dreamwear full face mask and a patient who has a pacemaker. The user was informed that the manual states to keep the mask 2 inches away from the pacemaker and it was suggested that the user contact his cardiologist with any concerns and to stop using the mask until he does so. There was no report of patient harm or injury. There was no report of medical intervention. No product will be returned for investigation. Labeling included with the mask warns the user "the headgear clips and mask cushion contain magnets. Contact your healthcare provider before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 inches away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators, and cochlear implants. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.